Event description:
It was reported that the patient's right ventricular (rv) lead delivered inappropriate shock and anti-tachycardia pacing due to incorrect interpretation of atrial fibrillation. It was also noted that the rv lead exhibited low defibrillation impedance. It was also noted that a high voltage was detected on the lead. No intervention was performed. The patient had no adverse effects due to the event.